Event description:
It was reported that during a laparoscopic case, the active blade broke off of the shear. The dr couldn't find the broken piece of the active blade. Another lcsc5ha was used to complete the case with no pt consequence.

Manufacturer narrative:
D4: serial # = na.